Manufacturer narrative:
H4: the device was manufactured from january 20, 2021 - january 21, 2021. H10: the device was received for evaluation containing approximately 117ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow. This issue was discovered during preparation. The device was pre-filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.